Event description:
Treatment nurse stated that the friction burn to his finger occurred when he was attempting to deal with the transducer button on the mist therapy system. The button was not functioning properly and required repeated "presses" to keep the ultrasound going to complete the patient's treatment. The nurse stated he was not paying close attention to where his free hand was, he touched the tip of the transducer and received the friction burn. Celleration customer service reviewed instructions for use with the nurse, and he was unaware that the transducer was not to be touched while on. Proper procedure was reviewed with the nurse, and sales rep will be following up with any additional training that may be required.